Event description:
Generator working sporadically, failure to cut or coag, no power to device. Electrocautery utilized to complete case.

Event description:
Generator working sporadically, failure to cut or coag, no power to device. Electrocautery utilized to complete case.

Manufacturer narrative:
(B)(4). Evaluation process: unit received in good condition and internal visual inspection revealed no loose or broken components. Distorted waveforms evident in both cut and coag modes. Found r7 (5.1ohm) reading open circuit and r8 (5.1ohm) reading 1.2kohms on rf board. After resoldering r7 and r8 on the rf board the unit delivered rf energy correctly into fixed resistors. Rf amplifier pcba is built on obsolete pcb and dc power supply pcba is built on obsolete pcb and due to the cost of upgrading this unit the unit will be scrapped. Root cause: components r7 and r8 on the rf amp board had cracked/cold solder joints preventing the output transformer from being driven properly. (B)(4).

Manufacturer narrative:
(B)(4). Eval method, results and conclusion: product scheduled for return but not received by manufacturer for inspection. Product event: (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.